Event description:
Manufacturer representative reported bleeding around right subthalamic nucleus after lead(s) were implanted. Patient was still "dopey" nine days later. On (B)(6) 2007 manufacturer employee reported the patient was slightly better. The patient has been released from ICU and was now able to respond to conversation with eyes open. No further information is available.

Manufacturer narrative:
(B)(4).